Manufacturer narrative:
Further follow up cannot be performed, thus no additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side rupture and "concerned about the continuing threat that leaking silicone and the risk of lymphoma pose''. The status of the device is unknown.